Event description:
Customer reported receiving no delivery alarms from the insulin pump. Customer reported being hospitalized the previous day for high blood glucose, related to the alarms, with values over 600 mg/dl when admitted to the emergency room. During the call with the helpline there were no no delivery alarms recorded in the insulin pump's history for the day in question, but the boluses had been recorded. A complete set change resolved the alarms, the customer reported. Helpline advised the customer that the insulin pump was working as designed to detect occlusion of infusion set/reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.